Event description:
It was reported that a syringe size sensor error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device in excellent condition. A cracked right plunger case and no visible contamination was observed. The pump event history showed an invalid syringe size error. The investigation found an invalid syringe size error during syringe test and unable to calibrate syringe size. The evaluation duplicated the reported issue. The cause of the reported issue was found to be size pot. A broken tab on size pot caused invalid syringe size. The root cause of the reported issue was unable to be determined. No visible damage or contamination to barrel clamp assembly. The technician replaced size pot. Performed calibration on the pump and passed. Device passed all functional testing.